Event description:
Related manufacturer reference number: 2017865-2023-36109. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead exhibited loss of capture. During the replacement procedure, the right atrial (ra) lead was stuck to the rv lead. The leads were explanted and replaced. The patient was discharged with no reports of adverse consequences.